Event description:
During a preuse checkout, the user noted that the anesthesia machine was not providing any audible alarms while connected to a saturn data management unit. The user utilized the anesthesia machine being aware of the occurrence. No pt injury occurred.